Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an out-of-range atrial pace impedance measurement greater than 3000 ohms. A boston scientific representative recommended that the device be assessed in person. This device remains in service. No adverse patient effects were reported.